Manufacturer narrative:
Investigation: samples received: one open pouch. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample (only the second pack is open) with the aluminum pouch (first pack) stuck to the plastic film of the outer pack. The first pack is sealed to second pack in the fourth sealing as can be seen in enclosed picture. This defect took place in the welding machine and the personnel involved in this process did not sort out this unit. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on product: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information is received, a follow up report will be submitted.

Event description:
It was reported that the bad sealing of the package. The reporter indicated it is not possible to remove the products (suture package )from the primary package due to an additional welding (some kind of "hot stamping"), which seals the products. No patient injury.